Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurosti mulator (ins). It was reported that the patient called the rep yesterday evening to tell them that they are also getting a bladder stimulator implanted on (B)(6) 2026. Patient informed the rep that they now have to get the bladder stimulator because of the scs causing issues with his bladder. The patient did not want to turn their current spinal cord stimulator off, and patient refused option to try and reprogram in person.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. When asked to clarify the scs causing bladder issues the pt reports the scs "device was installed incorrectly, no function on right side. Technician for [manufacturer] cranked the power high to reach the right side I was in fetal position for months, then after 2 months I could not urinate went to emergency room. Bladder infection. Then went to my urologist and he was shocked to see my bladder was so inflamed. Then march 16th had a sacral neuromodulation lead + generator insertion", because of the "botched surgery". Pt reports they could not urinate, had an enlarged bladder, were in the fetal position, felt a burning sensation, and could not walk. When asked if the issue was resolved the patient said they "had to have surgery to correct this fraud of a device but now still can't walk".

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the symptom [bladder issues] was reported directly to the rep by patient. It has not been confirmed with the healthcare provider (hcp) who implanted patient with bladder stim. Patient first informed me of bladder issue on (B)(6) 2026. The cause of the bladder issues are unknown. The issue is not resolved yet. No other details or allegations have been confirmed. The rep does not have any information regarding the bladder stimulation reason, and does not know who the implanting provider was, and does not know which company¿s product was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.